Event description:
Employee splashed cidex plus solution on themselves. Pt said that the activator vial had become detached from the gallon bottle and was laying in the bottom of the box. The contents of the activator vial had leaked into the box. Pt activated the solution using an activator pt already had. Pt picked up the leaking vial, removed their gloves and squeezed the vial. Activator splashed in their right eye and on their face, hair, hands, arms and clothes. Some of the cidex plus solution also spilled on their arms, hands and clothing as they were moving quickly around the room. Pt rinsed their right eye several times with saline. Although pt was wearing gloves and a gown when pt activated the solution, pt was not wearing any personal protective equipment when pt picked up the leaking activator. Although their right eye was irritated, pt felt it was because pt had placed a cold towel over their eye and was rubbing it. Pt did not seek medical attention and was not planning to do so. After reviewing the msds pt decided that pt would shower.